Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue, allowing the customer to continue using the pump without further incidents. The customer was advised to call back if the malfunction code recurred, which the customer acknowledged.